Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the hematocrit had offset to -5 and the readings were 2.44% higher than the istat. The device was used for the remainder of the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.